Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported by user facility medwatch #(B)(4) that during a laparoscopic left inguinal hernia repair procedure the clip applier did not open after it was fired on a vessel. It was not reported how the procedure was completed. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.